Event description:
It was reported that this right ventricular (rv) lead exhibited a fracture and high out of range pacing impedance. Isometrics was performed, and no noise was seen. The physician decided not to intervene during this time as the patient does not need much ventricular pacing. The device was reprogrammed as the patient was experiencing palpitations. The lead remains in use. No adverse patient effects were reported.